Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, it was found that the tip of a 9x7 mm xact stent was blocked and was unable to be flushed. It was also unable to be advanced onto the 0.014 inch guidewire. There was no patient involvement and no clinically significant delay in the procedure. Analysis of the returned device noted a complete blockage at the distal end of the tip. No additional information was provided.